Event description:
It was reported that the patient never had therapeutic effect. Since implant 7 days ago they had no change in symptoms. The patient was not being able to adjustment stimulation and was getting the poor communication screen. The patient was holding the patient programmer over the lead site and repositioned the programmer or antenna over the implantable neurostimulator (ins). There were no bandages or swelling present, but there was slight redness at the ins site. The stimulation was on set on program 1 at 0.6v and the patient was not feeling stimulation. The health care provider (hcp) had stimulation set at 1 or 2 before. The patient increased stimulation and would have an appointment with their hcp tomorrow. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0sq99, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).